Event description:
It was reported that high impedances were observed on two of the spinal cord stimulation (scs) leads. The patient underwent a revision procedure where two leads were removed and replaced. It is unknown which of the two implanted leads were the ones that were explanted. Post operatively, the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 19830178. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 19830178. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 19830178. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 19830178. Visual and x-ray inspection of the sc-2352-70 sn (B)(6) returned lead revealed that this lead was bent/kinked near the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the possible flexing of the lead after exiting the clik x anchor, was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Visual and x-ray inspection of the sc-2352-70 sn (B)(6) returned lead revealed that this lead was bent/kinked near the set screw mark of the clik x anchor and two cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the possible flexing of the lead after exiting the clik x anchor, was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-2352-70 sn (B)(6). Lead was not returned for analysis as it remains implanted in the patient. Sc-2352-70 sn (B)(6). Lead was not returned for analysis as it remains implanted in the patient. Sc-2352-70 sn (B)(6). Lead was not returned for analysis as it remains implanted in the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19830178; brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19830178; brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19830178; brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19830178.

Event description:
It was reported that high impedances were observed on two of the spinal cord stimulation (scs) leads. The patient underwent a revision procedure where two leads were removed and replaced. It is unknown which of the two implanted leads were the ones that were explanted. Post operatively, the patient was doing well.